Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administrated a manual correction injection to address bg. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 12 issue was verified, but the dm: high bg-undefined issue could not be verified. The information will be used for tracking and trending purposes.